Event description:
It reported that during a percutaneous transluminal angioplasty, a balloon ruptured occurred. The 95% stenosed target lesion was located in the heavily calcified mid right coronary artery (rca). During the 1st inflation, the balloon ruptured at 6 atmosphere (atms). The procedure was successfully completed with a different device. No pt complications or injuries were reported. Pt's condition listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is considered as operational context.